Event description:
A report was received that the patient is experiencing discomfort at the ipg site. The patient's pocket was removed from her buttocks to her abdomen. Since the ipg was discharged, the physician replaced it with a new ipg.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.